Manufacturer narrative:
Additional information updated: a3a: sex. A3b: gender. B3: date of event. B5: describe event/problem. B7: other relevant history. D6a: implant date. D6b: explant date. D4: model number, catalog number, unique identifier. C2/d10: concomitant product/therapy. E1: initial reporter. G2: report source. H6: impact and evaluation conclusion codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced difficulty operating the device, although it was noted that the ipp was working properly. A revision surgery was performed to remove and replace the ms pump with a tenacio one, and medication was prescribed. The event was resolve and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced difficulty operating the device, although it was noted that the ipp was working properly. A revision surgery was performed to remove and replace the ms pump with a tenacio one. No additional information was reported.